Event description:
It was reported that the patient underwent a mastectomy in 07/02. 3 days later, the y-connector detached from the reservoir. 3 days later the patient presented with fever and pain at the wound site. The patient was treated with antibiotics.